Event description:
A malfunction was reported when the pump screen unexpectedly went blank, requiring the pump to be plugged in for it to turn back on. The malfunction caused the customer, emilee hurt, to experience diabetic ketoacidosis (dka) multiple times in 2025, including in december when her blood glucose level exceeded 600 mg/dl, resulting in large ketones. There was an adverse impact on the customer's blood glucose level, and she reported multiple past issues with the pump, including occlusion alarms and problems with insulin delivery and infusion sites. To address the issue, the customer successfully resumed insulin, and follow-up troubleshooting was planned by cts when the pump becomes available.